Event description:
It was reported that 3 different catheter kits burst when customer was filling them with saline. The affected lots are: (B)(4). Per additional information received from clinician on (B)(6) 2026, all 3 foleys were placed in one patient by the same nurse (item a942216). First foley seemed fine but after a bit and with mobility, fell out of the patient. Looked like there was a pin sized hole so it would stay inflated briefly then slowly release water. The second foley was then placed and nurse felt a ¿pop¿ where there looked to be a slash in the balloon. The third foley they pre-tested the balloon and then it fell out again with similar looking cuts on balloon. This has not happened prior or since to the charge rns knowledge. Additionally, please provide the status of the return label boxes. The team would like tracking information once available. They also pulled the rest of the trays in the lot. Would you like these returned as well?

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12866756. Received (0) photo samples. Visual evaluation of the returned sample noted three opened (without original packaging), 2-way foley catheters. Verified material number 175816, manufacturing lot numbers ngkv0542. Visual inspection noted tear at balloon measuring 0.4295 in. This is out of specification which states, "balloon must not be torn". Per CAPA 12866756 identified the potential root cause for this failure is the silicone balloon molding pin configuration when removing the balloon from the mold. Additionally, a contributor factor was identified. Inspection method: the inspection method is visual and relies on the operator¿s judgment to identify any leakage in the catheter balloon during the inflation or deflation inspection test at 100 percent final inspection. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12866756. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: ((B)(6) hospital). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 3 different catheter kits burst when customer was filling them with saline. The affected lots are: ngkv0542; ngkv2399; ngku2890.